Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose (bg) level of 700 mg/dl. A manual injection was delivered to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.